Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the ER after receiving inappropriate hv therapy. Noise was noted on the atrial and ventricular channels via review of the stored egms. The physician switched the sense/pace rv leads in the connector ports. The device sensed accurately. The lead remains implanted.